Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy, suct, sin, was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿broke during surgery black covering peeled back, no injury to the patient. Surgery completed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the patient and was retrieved with graspers. This caused a 15-minute delay; however, the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found plastic heat shrink tube damaged. Probe appears to be used due to slight wear of the active tip and remaining debris on the active tip. Inspection reveals the black pet outer return tube insulation has been torn by entrance into a cannula and or inadvertent contact with another instrument during use. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. A quality excursion report was found in the DHR but it was not directly related to the failure mode for this complaint. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on 16dec21 when it was reported, ¿broke during surgery black covering peeled back, no injury to the patient. Surgery completed.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the patient and was retrieved with graspers. This caused a 15-minute delay; however, the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.